Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced erythema, itching, and discharge of gastric juices and little blood at the peristomal area. On (B)(6) 2020, the patient was diagnosed with a fungal infection and was treated with topical clotrimazole ointment and unknown oral antibiotic medication. It was reported that the patient experienced dizziness from taking unknown oral antibiotic medication, and was discontinued. On (B)(6) 2020 it was reported that the reported symptoms have resolved.